Event description:
Reporter stated that patient experienced hypoglycemic symptoms (lightheaded, blurred vision), around 1:30 pm, on the day of the event. Patient reportedly did not test his blood glucose at this time. Reporter noted that, shortly thereafter, patient lost consciousness and began having seizures. Reporter indicated that emergency medical services were contacted, and upon their arrival, patient's blood glucose measured 35 mg/dl (on paramedics' blood glucose monitor). Patient was reportedly trated with intravenous glucose and food; he was not transported to the hospital for additional treatment. Reporter stated that, one hour after paramedics' departure, patient took a nap. Reporter stated that a few hours later, she attempted to check patient's blood glucose, and found that he was not alert. Reporter noted that patient vomited and began seizing. Reporter stated that, at this time, his blood glucose measured 154 mg/dl, using the suspect device. Emergency medical services were summoned, and upon their arrival ten minutes later, patient's blood glucose measured 28 mg/dl (on paramedics' blood glucose monitor). Patient was reportedly treated with intravenous glucose and was transported to the hospital. Reporter noted that patient remained hospitalized for 3 days; however, no additional details of patient's treatment were provided. Patient's current condition: feeling fine. Quality control testing had not been peformed on the system. Technical support requested the return of the suspect product and replacement product was shipped.